Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size was printed on the balloon hub of the catheter identified the returned sample as a 8mm x 18mm balloon. The balloon appeared to have been previously inflated. The stent was not returned. The balloon was examined under microscopic magnification (10x) and stent crimp marks were present on the balloon. No other anomalies were noted. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. Water was observed exiting a pinhole rupture on the barrel of the balloon, located 1.2cm from the distal tip. The location of the pinhole rupture was examined under microscopic magnification (16x). The balloon was able to be deflated without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a pinhole rupture on the barrel of the balloon. The investigation is unconfirmed for no known device problem, as a pinhole balloon rupture was found. The definitive root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current valeo balloon expandable stent instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon dilatation catheter had an alleged issue; however, no further event details could be provided at the time of report. There was no reported patient injury.